Event description:
It was reported that the bipolar impedance was low. It was also reported that unipolar impedance was higher than bipolar. The lead will be revised. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.